Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states a voltage alert. Data analysis identified that the voltage alert was triggered due to a detected high impedance within the battery condition. Device replacement was recommended once radio frequency (rf) telemetry is disabled. No adverse patient effects were reported, and this device remains in service.